Event description:
It was reported that this implantable pacemaker was explanted due to unknown issue. No additional adverse patient effects were reported.

Manufacturer narrative:
Upon receipt at our post market quality assurance laboratory, a thorough evaluation of the device was performed. The device was successfully interrogated and completed a memory dump. Visual inspection found no irregularities that would have been present when the customer received /utilized the device, and the header was firmly attached. The longevity calculation for this device passed or was not applicable, therefore no problem was detected.

Event description:
It was reported that this implantable pacemaker was explanted due to right ventricular (rv) lead fracture. No additional adverse patient effects were reported.